Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the console froze during a case with some delay. The case was completed by using a different system. There was no harm to the patient. Additional event details have been requested.

Manufacturer narrative:
The customer reported that the system froze during a procedure. The surgery was completed with an alternate system. The procedure was delayed about 1 hour and 20 minutes. There was no patient harm reported. The company representative examined the system and the reported event was replicated. The host module was replaced. The system was then tested and met all product specifications. A host module was received and a visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed on a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned host module was exercised by a 2 hours burn-in test. The returned host module passed test. The system modes and parameters were randomly activated for approximately 15 minutes. The system modes and parameters responded normally when activated. No system freeze occurred during tests. Testing results showed that the returned host module functioned as intended. The system was manufactured on october 16, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this infiniti system. The returned host module functioned as intended; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).